Manufacturer narrative:
Intial report submitted: 12/01/2008.

Event description:
According to the rptr: after the ta was used to close the rectum, the other stapler passed through the staple line because the tissue had not been closed properly. Another stapling was done and the anastomosis was performed. A covering stoma was created and the procedure was completed with no further issue.